Manufacturer narrative:
As-received, the device¿s original battery had depleted to end of life (eol) level and was swollen, which is consistent with high current leakage. The device image could not be saved due to low battery voltage levels. Analysis was performed after installing a new battery and reloading the product code. Testing at various pulse amplitudes and automated device testing, did not find any anomalies other than the radio frequency (rf) telemetry not working, which is consistent with an rf circuitry issue. Further analysis identified the cause of the rf circuitry issue may be consistent with a latch up current (higher than average current) that might have damaged the rf component permanently, and once original battery current depleted to low levels, the latch up current was lost, resulting resulted in a swollen battery and inability to establish telemetry. The projected longevity is 8.71 years, based on nominal settings, and implant duration was 1.41 years, meaning this device battery did not meet projected longevity.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, the device was unable to be interrogated. Technical support was contacted, and the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.